Event description:
It was reported that a patient had issues with the incision site. It was reported that the patient was having surgery tomorrow to remove the device. It was stated that the healthcare professional took the stitches out today and within a few hours the incision site opened back up ¿straight to the spine.¿ it was stated that since the implant date the site has been leaking. It was stated that the patient ¿had no idea¿ whether the incision site was infected. Additional information received reported that the manufacturer¿s representative would be in the office on wednesday to follow up. No further information was available. Additional information received reported that the manufacturer¿s representatives were not involved in the case and were only notified of the event by patient services. It was reported that the implanting surgeon, who was not the surgeon that removed the system, stated that he would not re-implant the patient and he was discharging the patient from his practice.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).